Event description:
User reported a pump failure, which caused a delay in the cardioplegia delivery. There was no patient harm and the user was able to resolve the issue.

Manufacturer narrative:
Investigation determined that the device was over-occluded, which prevented proper operation. The device is not intended to pump when the device is over-occluded to prevent patient harm and device damage.